Manufacturer narrative:
Device not returned.

Event description:
It was reported that abnormal measurement of svo2 was observed. Svo2 measurement value dropped down to 40 after the surgery. Although cables were exchanged, the problem wasn't solved, sqi measurement was normal. There were not pt complications reported.